Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements of greater then 2,000 ohms resulting in a lead safety switch (lss), and a gradual decrease in rv thresholds. Technical services (ts) discussed continuing to monitor the lead and programming options. The rv lead remains in service. No adverse patient effects were reported.